Event description:
The customer reported elevated alinity I stat high sensitive troponin-I and provided the following data: a 73-year-old female presented to the emergency department on (B)(6) 2024 after a fall. It was noted the patient had bruising. Troponins were drawn every two (2) hours and results were 765.3, 4685.4, 6868.6, & 6619.7 pg/ml. The customer reported that EKG¿s were obtained and that they felt the EKG and troponin results do not match. The patient had multiple EKG, which have the following finding for with the multiple EKG¿s: non-specific t wave abnormality, possible inferior injury or acute infarct, and non-specified st segment elevation. The troponins were repeated at another facility and generated similar results: 618.7, 4,592.7, 6,596.3, & 7,193.2 pg/ml. The customer reported that the doctor questions why there are no other symptoms, but only troponin results are high and believes them to be false positive. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 08p13-24 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 68461ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 68461ud00 was identified.

Event description:
The customer reported elevated alinity I stat high sensitive troponin-I and provided the following data: a 73-year-old female presented to the emergency department on (B)(6) 2024 after a fall. It was noted the patient had bruising. Troponins were drawn every two (2) hours and results were 765.3, 4685.4, 6868.6, & 6619.7 pg/ml. The customer reported that EKG¿s were obtained and that they felt the EKG and troponin results do not match. The patient had multiple EKG, which have the following finding for with the multiple EKG¿s: non-specific t wave abnormality, possible inferior injury or acute infarct, and non-specified st segment elevation. The troponins were repeated at another facility and generated similar results: 618.7, 4,592.7, 6,596.3, & 7,193.2 pg/ml. The customer reported that the doctor questions why there are no other symptoms, but only troponin results are high and believes them to be false positive. There was no reported impact to patient management.

Manufacturer narrative:
Corrected data: g3: date received by mfg was inadvertently reported as 3/23/2025 and has been updated to reflect the correct date of 2/17/2025.

Event description:
The customer reported elevated alinity I stat highly sensitive troponin-I and provided the following data: a 73-year-old female presented to the emergency department on (B)(6) 2024 after a fall. It was noted the patient had bruising. Troponins were drawn every two (2) hours and results were 765.3, 4685.4, 6868.6, & 6619.7 pg/ml. The customer reported that EKG¿s were obtained and that they felt the EKG and troponin results do not match. The patient had multiple EKG, which have the following finding for with the multiple EKG¿s: non-specific t wave abnormality, possible inferior injury or acute infarct, and non-specified st segment elevation. The troponins were repeated at another facility and generated similar results: 618.7, 4,592.7, 6,596.3, & 7,193.2 pg/ml. The customer reported that the doctor questions why there are no other symptoms, but only troponin results are high and believes them to be false positive. There was no reported impact to patient management.